Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. The customer age and weight is unknown.

Event description:
At 10:26 a.m., the customer obtained a blood glucose reading of 118 mg/dl on a contour next one meter. The customer was feeling fine and then at around 10:30 a.m., she had a rush of heat and fainted. The paramedics arrived and checked her blood glucose reading with their meter and obtained a reading of 40 mg/dl. The reading of 118 mg/dl and 40 mg/dl were obtained within 10 minutes of each other. The paramedics took the customer to an emergency room (ER). The customer received glucose in the ER. The customer did not remember the amount of glucose received. She was in an ER for about six hours and was released after treatment with glucose. The difference between readings 118 and 40 mg/dl falls in "d" zone of the consensus error grid, making the difference clinically significant. The test strips will not be returned for evaluation as the customer discarded the strips. A replacement meter was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.